Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented with anterior wall chest pain. Diagnostic testing revealed that cardiac perforation had occurred. The patient underwent open heart surgery to close the perforation. The lead was explanted and replaced. The patient's condition was stable.